Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal was replaced.

Event description:
It was reported that the device had a scratched lens. During device evaluation it was found that the downstream occlusion (dso) seal was degraded. There was no patient involvement.